Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. There were no notable events that led up to the alarm. Customer reported an obstruction covering the pump speaker holes. Customer removed obstruction and the alarm cleared. Insulin delivery was resumed. Blood glucose was 296 mg/dl.